Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports almost 5 months after the dental implant was placed in ada site 19 in type iii bone, the implant had only achieved partial osseointegration. The site had been previously grafted and residual granulation tissue remained. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reports almost 5 months after the dental implant was placed in ada site 19 in type iii bone, the implant had only achieved partial osseointegration. The site had been previously grafted and residual granulation tissue remained. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).